Event description:
It was reported that the neurostimulator (ins) was unresponsive to telemetry attempts by the pt programmer, recharger, and physician programmer. This is the second ins where this has happened with this pt. The physician kept getting a 591 error code, suggesting electromagnetic interference (emi). The physician attempted to remove the pt from any environment emi, first by going to the parking lot, then driving out of town to a location clear of any sources of emi. The 591 errors continued. The physician attempted to sync the device with the programmer away from the pt and got a 590 error code. The physician also tried to interrogate the pt's ins using a newer pt programmer, but could not communicate with the ins. Due to the non-responsive ins, the pt was unable to turn his stimulator off. The pt had high settings while working. Typically, the pt cannot sit or lay down with his "work settings". The stimulator was in these settings when it became unresponsive. The pt works as a welder. The pt underwent surgery and the ins was replaced with a non-rechargeable ins. The leads and extensions were also replaced. The pt recovered without sequela. Reference MFR report #3004209178-2008-02692.

Manufacturer narrative:
The ins and extensions were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.